Manufacturer narrative:
The customer test strips were returned for investigation and tested with control materials. Ranges:  level 1 30-60 mg/dl,  level 2 261-353 mg/dl. Results: vial 1 level 1 ¿ 44, 45, 44 mg/dl, level 2 ¿ 309, 304, 301 mg/dl. Vial 2 level 1 ¿ 44, 45, 45 mg/dl, level 2 ¿ 301, 307, 303 mg/dl. All returned results are within acceptable range. The investigation was unable to find a definitive root cause. Medwatch fields were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial number (B)(4). At 12:35 pm the result was 323 mg/dl. At 12:37 pm the result was 112 mg/dl. At 12:41 pm the result was 103 mg/dl from an accu-chek inform ii meter with serial number (B)(4). The customer did not believe the result. A different finger was used for each measurement from the same hand. There was no adverse event. The condition of the patient was unknown. The qc performed on both accu-chek inform ii meters was acceptable within 24 hours of the event. The customer's product was requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention material complies with specification.